Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator system was explanted and replaced with a transvenous system, due to frequent delivery of inappropriate therapies. The vector configuration was changed numerous times without successfully ending this issue. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.